Event description:
A malfunction alarm identified as malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.